Event description:
Patient ignited himself and the oxygen concentrator. The patient was smoking marijuana at the time of the incident and suffered burns to his foot, hand, and to face, nostril.

Manufacturer narrative:
Presently wait for the device to return from homecare provider for evaluation. A follow-up report will be submitted after the device is evaluated.